Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the device having no image was not confirmed. Based on the results of the investigation, a definitive root cause of the reported no image/image noise issue could not be determined, however, the issue was likely the result of a damaged image sensor unit due to repetitive use stress, a faulty component on the circuit board, external factors, user handling/mishandling and or handling, external factors. The following is included in the instructions for use (IFU): the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system" describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope monitor image was noisy and the image was not visible. The issue occurred during preparation before use inspection for an unspecified therapeutic surgery. There were no reports of delays. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.